Manufacturer narrative:
Correction: impact code of "f11: minor injury" was removed. The product has not been returned for analysis. Complaint evidence indicated the migration was caused by the patient twiddling the device and the missed transmissions were a result of the patient not keeping their monitor close enough to connect.

Event description:
It was reported that this insertable cardiac monitor (icm) migrated over to the left axilla, due to the patient twiddling the device. The physician managed to manipulate the device back to its original location without surgery, and sensing is normal. The icm remains in service but has not transmitted as is living in another residence without the mobile monitor. No adverse patient effects were reported. The product has not been returned for analysis. Complaint evidence indicated the migration was caused by the patient twiddling the device and the missed transmissions were a result of the patient not keeping their monitor close enough to connect.

Manufacturer narrative:
Correction: impact code of "f11: minor injury" was removed.

Event description:
It was reported that this insertable cardiac monitor (icm) migrated over to the left axilla, due to the patient twiddling the device. The physician managed to manipulate the device back to its original location without surgery, and sensing is normal. The icm remains in service but has not transmitted as is living in another residence without the mobile monitor. No adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) migrated over to the left axilla, due to the patient twiddling the device. The physician managed to manipulate the device back to its original location without surgery, and sensing is normal. The icm remains in service but has not transmitted as is living in another residence without the mobile monitor. No adverse patient effects were reported.